Manufacturer narrative:
One sample of an endotracheal tube was received for evaluation, no lot number was provided, a visual inspection was performed and it was observed that all the components are assembled properly. No obstruction or kinks were observed in the tube. The failure mode was not confirmed in the received sample. The guidelines and manufacturing controls were found effective and properly implemented to detect the reported failure mode. A CAPA has been initiated for the reported issue. (B)(4).

Manufacturer narrative:
(B)(4). The sample is currently in transit to the manufacturing site for analysis.

Event description:
The customer reported that the tube developed a kink during pt use. The customer reported that the issue was discovered when the staff tried to pass a unspecified model suction catheter down the tube an restriction was observed. The customer reported two additional pt occurrences however, replacement of the tube was not required in those cases as the patients only required short term use of the tube. Cross ref related MFR reports: 293699-2014-00285 and 2936999-2014-00286.